Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had issues with the insulin pump and that she had switched to treating with an insulin pen. She had been advised by her doctor to discontinue use of the insulin pump. No blood glucose reading was given. Nothing further was reported.